Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2011-03991. It was reported that during a stenting treatment procedure, a stent dislodgment occurred. Vascular access was obtained via the left femoral artery with an unknown 6f introducer sheath. The target lesions were occlusions located on the right and left side of the iliac artery. A 7x57 express stent delivery system (sds) crossed the occlusion without incident and was successfully implanted in the right common iliac artery. Next a 7.0x40x75cm express ld stent delivery system (sds) was advanced to perform a kissing balloon technique with some resistance. During advancement the stent dislodged off the sds immediately after it left the introducer sheath. The dislodged stent was implanted in an unintended location in the left external iliac artery, well positioned and well apposed to the vessel wall. Next another 7x27 express was advanced through the introducer sheath and over the implanted express 7x57 stent without problem and was implanted in left common iliac artery well positioned and well apposed to the vessel wall. A 7.0x30x135cm express ld stent delivery system (sds) was advanced but during advancement through the introducer sheath the stent dislodged off the sds and was implanted in an unintended location in the left external common iliac artery well positioned and well apposed to the vessel wall. Another 7.0x30x135cm express ld stent delivery system (sds) was advanced through the introducer sheath, over the implanted stents and implanted proximal to the express 7x57 stent. The procedure was completed. No further patient complications were reported and the patient's status is fine.